Event description:
The physician attempted arteritomy closure with the closer s 6 fr. Device after an interventional procedure. It was reported that the arterial access site was confirmed in the common femoral artery, which had mild tortuosity, calcification, scar tissue and stenosis. The device was inserted at a 45-50 degree angle and good pulsating mark was obtained. The lever was pulled up to deploy the foot of the device. It was reported that there was a "large" click sound and strong resistance encountered during needle deployment. The physician pushed the plunger for five seconds and then the plunger was pulled out without resistance met. It was discovered that the needles failed to capture the cuff causing bilateral cuff misses. The physician decided to remove the device and apply manual compression to achieve hemostasis. After the procedure, the physician decided to examine the device since there was a "strange" click sound heard when the plunger was pushed. It was reported that the posterior foot was missing. The physician checked the pulse of the patient's peripheral artery, the color of the skin and the sensation perception, which were reported to be normal. The patient remained hospitalized as of 2003. There is no report of any adverse patient sequelae.

Event description:
The following additional new info was rec'd from the customer subsequent to the initial report. It was reported that as of 2003, the pt remains hospitalized because of the "treatment" needed and not due to the incident with the closer s 6 fr. Device. The pt's condition is "well".